Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported "there was a seroma" and "there was no rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "complete rupture " and "capsular contracture ii". This record is for the left side. Device was explanted